Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
Additional review determined that conclusion code no longer applies to this event.

Event description:
Additional information received from the healthcare provider (hcp) reported stimulation didn't help the consumer in the past. It was further reported the consumer hadn't used stimulation in a couple of years, and didn't know when they realized they couldn't communicate with their system. It was reviewed the battery would need to be recovered with the hcp.

Event description:
It was reported that the patient programmer (pp) was not working right and the patient was unable to make adjustments with or without the antenna attached. The patient changed the batteries and the screens she could get were reposition antenna and poor communication. The patient was shown how to recharge the device on thursday. The patient recharged completely on friday and stopped feeling stimulation on saturday. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.